Event description:
Difficulty retracting the jacket. Resolved with vigorous flushing. The contralateral pull wire caught on the hooks of the superior attachment system. Resolved with a guide catheter.